Event description:
It was reported that the patient was implanted on both legs with bilateral znn cm nails due to impending pathological femur fractures. During surgery of one leg, the tines on the driving end of the lag screw broke (znn cmn lag screw 10.5 x 90). It was reported that the screw was a turn away from being completely inserted when the breakage occurred. The surgeon has to accept the position of the leg screw at this point since rotational control was lost. The screw was left in the patient. It was reported that the same event happened on the other leg in exactly the same moment.

Manufacturer narrative:
The manufacturer did not receive devices, or other source documents for review as the patient has not been revised. Lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info becomes available and an investigation result be available, an amended medical device report will be submitted. (B)(4).